Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022, using an unknown sample type. Repeat testing was then performed using an unspecified brand on (B)(6) 2022, using an unknown sample type, which generated a negative result. Confirmation pcr testing was performed on an unknown date, using an unspecified sample type, which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Corrections: d4 (catalog #), g2, g4 (PMA/510(k)) removed eua2000074 additional information: h6 this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.